Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
A patient reported concerns about his teeth not reaching the end goal and recession due to aligners not fitting, photos show aligners to be fitting okay with minor air gaps within normal limits on both arches. The patient stated that they are hitting his k-9 teeth and won't push down far enough to correct the others on the bottom. On the top, the same issue with the bottoming out on his front teeth and won't fully correct tooth #7 & #8. The patient said his gums appear to be receding and he thinks it's due to his aligners not fitting right. The patient also said he is having discomfort from the aligners not fitting right and its causing sore teeth and sore jaw.